Manufacturer narrative:
The reported events were helix mechanism issue and "wire tip could not be fixed". A completed lead was returned in one piece with helix found extended with traces of blood. The full helix extension length was measured within product specification. The reported even of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued, broken and separated consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the right ventricular (rv) lead was unable to be implanted due to an unspecified helix rotation issue. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences.